Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythematous swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm vobella with lidocaine to the tear trough (tt1, tt2, tt3). Prior to the injection, the patient was given a numbing agent. Two hours after the injection, the patient developed erythematous swelling around the left eye at the site of tt2 that was also spreading. Patient was immediately brought in for an examination. Six hours after onset, the patient was treated with hyalase. Symptoms resolved 1 week later.